Manufacturer narrative:
The patient remains on lvad support with the pump and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 2 years post-implant, the patient experienced red heart alarms while connected to the power module. No alarms appeared when the patient was connected to his batteries. It was also reported that the patient's system controller was dropped multiple times in the past. The patient was admitted into the hospital and the percutaneous lead (lead) was evaluated. Approximately one week later, the MFR's technical service personnel performed a percutaneous lead replacement.